Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), lung disorder ("fluid on her lungs / fluid in lungs due to complications from surgery for complications from essure removal") and genital haemorrhage ("abnormal and persistent bleeding/ sporadic bleeding / abnormal bleeding (vaginal, menorrhagia)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones, gerd, hyperlipidaemia, gallbladder polyp, basal ganglia bleeding, stroke and ovarian cyst. Concurrent conditions included overweight and chlamydia test positive. Family history included heart disease, unspecified (father) and hypertension (maternal grandmother , mother). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as meloxicam since (B)(6) 2015 and pantoprazole. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"). On (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced headache ("migraines/headaches"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation; prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced lung disorder (seriousness criterion hospitalization) with dyspnoea. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge / vaginal discharge"), abdominal pain lower ("severe lower abdominal pain and cramping"), ovarian cyst ("ovarian cysts"), dysgeusia ("metallic taste in her mouth"), the first episode of back pain ("severe back pain"), uterine pain ("severe uterine pain"), fungal infection ("yeast infections"), anaemia ("anemia"), migraine ("migraine headaches"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuafion / weight gain / loss specify which one"), peripheral swelling ("swelling of the lower extremities / rashes or skin conditions type: intermittent swelling"), insomnia ("insomnia") and the second episode of back pain ("lower back pain going down into legs"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (lavh) / bilateral salpingectomy (n/a)) and surgery (hysteroscopy and uterine ablation in (B)(6) 2015 and cauterization in (B)(6) 2016/ endometrial a). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lung disorder, genital haemorrhage, vaginal discharge, abdominal pain lower, ovarian cyst, dysgeusia, menorrhagia, uterine pain, dyspareunia, fungal infection, fatigue, anaemia, migraine, alopecia, rash pruritic, weight fluctuation, peripheral swelling and insomnia was resolving and the vaginal haemorrhage, vaginal infection, headache, allergy to metals, dysmenorrhoea and the last episode of back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, insomnia, lung disorder, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling, rash pruritic, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016, ms. Baker underwent a total hysterectomy and bilateral salpingectomy. Following her removal surgery, ms. Baker continued to experience sporadic bleeding and vaginal discharge. Thus, in (B)(6) 2016, ms. Baker underwent another surgical procedure, a cauterization of the granulation tissue that had formed around her vagina. (B)(6) 2016, barely one month after the cauterization procedure, x-rays and CT scans revealed that ms. Baker was suffering from fluid on her lungs, which physicians attributed to complications from the surgical procedure performed in (B)(6) 2016.granulation tissue had formed around the vagina causing sporadic bleeding and vaginal discharge and would need to be cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: full occlusion of fallopian tubes . On (B)(6) 2016, x ray and computerised tomography scan reveals she was suffering from fluid on her lungs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jun-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal and persistent bleeding/ sporadic bleeding / abnormal bleeding (vaginal, menorrhagia)") and lung disorder ("fluid on her lungs / fluid in lungs due to complications from surgery for complications from essure removal / fluid in lungs resulting from removal surgery") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones, gerd, hyperlipidaemia, gallbladder polyp, basal ganglia bleeding, stroke and ovarian cyst. Previously administered products included for an unreported indication: pills. Past adverse reactions to the above products included contraception with pills. Concurrent conditions included overweight and chlamydia test positive. Family history included heart disease, unspecified (father) and hypertension (maternal grandmother , mother). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control and dysmenorrhea as well as meloxicam since (B)(6) 2015 and pantoprazole from 2015 to 2016. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"). On (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge / vaginal discharge"). On (B)(6) 2013, the patient experienced headache ("migraines/headaches"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation; prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced lung disorder (seriousness criterion hospitalization) with dyspnoea. In 2016, the patient experienced weight fluctuation ("weight fluctuation / weight gain / loss specify which one/ fluctuations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain and cramping"), ovarian cyst ("ovarian cysts"), dysgeusia ("metallic taste in her mouth"), the first episode of back pain ("severe back pain"), uterine pain ("severe uterine pain"), fungal infection ("yeast infections"), anaemia ("anemia"), migraine ("migraine headaches"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), peripheral swelling ("swelling of the lower extremities / rashes or skin conditions type: intermittent swelling"), insomnia ("insomnia"), the second episode of back pain ("lower back pain going down into legs"), excessive granulation tissue ("granulation tissue formed around vagina") and complication of device removal ("complications from essure removal procedure"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (lavh) / bilateral salpingectomy (n/a)) and surgery (hysteroscopy and uterine ablation in (B)(6) 2015 and cauterization in (B)(6) 2016 endometrial a). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, lung disorder, vaginal discharge, abdominal pain lower, ovarian cyst, dysgeusia, menorrhagia, uterine pain, dyspareunia, fungal infection, fatigue, anaemia, migraine, alopecia, rash pruritic, weight fluctuation, peripheral swelling and insomnia was resolving and the vaginal haemorrhage, vaginal infection, headache, allergy to metals, dysmenorrhoea, the last episode of back pain, excessive granulation tissue and complication of device removal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, complication of device removal, dysgeusia, dysmenorrhoea, dyspareunia, excessive granulation tissue, fatigue, fungal infection, genital haemorrhage, headache, insomnia, lung disorder, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling, rash pruritic, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: on (B)(6) 2016, (B)(6) underwent a total hysterectomy and bilateral salpingectomy. Following her removal surgery, (B)(6) continued to experience sporadic bleeding and vaginal discharge. Thus, in (B)(6) 2016, (B)(6) underwent another surgical procedure, a cauterization of the granulation tissue that had formed around her vagina. (B)(6) 2016, barely one month after the cauterization procedure, x-rays and CT scans revealed that (B)(6) was suffering from fluid on her lungs, which physicians attributed to complications from the surgical procedure performed in november of 2016. Granulation tissue had formed around the vagina causing sporadic bleeding and vaginal discharge and would need to be cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: full occlusion of fallopian tubes on (B)(6) 2016, x ray and computerised tomography scan reveals she was suffering from fluid on her lungs. On (B)(6) 2108 gallbladder was removed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet received. Historical drug, lab data were added. Event complications from your essure removal procedure and granulation tissue had formed around the vagina were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), lung disorder ("fluid on her lungs") and genital haemorrhage ("abnormal and persistent bleeding/ sporadic bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2016, 9 years 2 months after insertion and 6 months 1 day after removal of essure, the patient experienced lung disorder (seriousness criterion hospitalization) with dyspnoea. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe lower abdominal pain and cramping"), ovarian cyst ("ovarian cysts"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("heavy bleeding during menstruation; prolonged menstruation"), back pain ("severe back pain"), uterine pain ("severe uterine pain"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), fatigue ("fatigue"), anaemia ("anemia"), migraine ("migraine headaches"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), peripheral swelling ("swelling of the lower extremities") and insomnia ("insomnia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe lower abdominal pain and cramping"), ovarian cyst ("ovarian cysts"), dysgeusia ("metallic taste in her mouth"), menorrhagia ("heavy bleeding during menstruation; prolonged menstruation"), back pain ("severe back pain"), uterine pain ("severe uterine pain"), dyspareunia ("painful intercourse"), fungal infection ("yeast infections"), fatigue ("fatigue"), anaemia ("anemia"), migraine ("migraine headaches"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuation"), peripheral swelling ("swelling of the lower extremities") and insomnia ("insomnia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy) and surgery (hysteroscopy and uterine ablation in (B)(6) 2015 and cauterization in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lung disorder, genital haemorrhage, vaginal discharge, abdominal pain lower, ovarian cyst, dysgeusia, menorrhagia, back pain, uterine pain, dyspareunia, fungal infection, fatigue, anaemia, migraine, alopecia, rash pruritic, weight fluctuation, peripheral swelling and insomnia was resolving. The reporter considered abdominal pain lower, alopecia, anaemia, back pain, dysgeusia, dyspareunia, fatigue, fungal infection, genital haemorrhage, insomnia, lung disorder, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling, rash pruritic, uterine pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2016, ms. (B)(6) underwent a total hysterectomy and bilateral salpingectomy. Following her removal surgery, ms. (B)(6) continued to experience sporadic bleeding and vaginal discharge. Thus, in (B)(6) 2016, ms. (B)(6) underwent another surgical procedure, a cauterization of the granulation tissue that had formed around her vagina. (B)(6) 2016, barely one month after the cauterization procedure, x-rays and CT scans revealed that ms. (B)(6) was suffering from fluid on her lungs, which physicians attributed to complications from the surgical procedure performed in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: full occlusion of fallopian tubes on (B)(6) 2016, x ray and computerised tomography scan reveals she was suffering from fluid on her lungs. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), lung disorder ("fluid on her lungs / fluid in lungs due to complications from surgery for complications from essure removal") and genital haemorrhage ("abnormal and persistent bleeding/ sporadic bleeding / abnormal bleeding (vaginal, menorrhagia)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallstones, gerd, hyperlipidaemia, gallbladder polyp, basal ganglia bleeding, stroke and ovarian cyst. Concurrent conditions included overweight and chlamydia test positive. Family history included heart disease, unspecified (father) and hypertension (maternal grandmother , mother). Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as meloxicam since (B)(6) 2015 and pantoprazole. On 9-oct-2007, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"). On (B)(6) 2007, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On (B)(6) 2013, the patient experienced headache ("migraines/headaches"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation; prolonged menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced lung disorder (seriousness criterion hospitalization) with dyspnoea. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge / vaginal discharge"), abdominal pain lower ("severe lower abdominal pain and cramping"), ovarian cyst ("ovarian cysts"), dysgeusia ("metallic taste in her mouth"), the first episode of back pain ("severe back pain"), uterine pain ("severe uterine pain"), fungal infection ("yeast infections"), anaemia ("anemia"), migraine ("migraine headaches"), alopecia ("hair loss"), rash pruritic ("rashes and itching"), weight fluctuation ("weight fluctuafion / weight gain / loss specify which one"), peripheral swelling ("swelling of the lower extremities / rashes or skin conditions type: intermittent swelling"), insomnia ("insomnia") and the second episode of back pain ("lower back pain going down into legs"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy (lavh) / bilateral salpingectomy (n/a)) and surgery (hysteroscopy and uterine ablation in march 2015 and cauterization in (B)(6) of 2016/ endometrial a). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, lung disorder, genital haemorrhage, vaginal discharge, abdominal pain lower, ovarian cyst, dysgeusia, menorrhagia, uterine pain, dyspareunia, fungal infection, fatigue, anaemia, migraine, alopecia, rash pruritic, weight fluctuation, peripheral swelling and insomnia was resolving and the vaginal haemorrhage, vaginal infection, headache, allergy to metals, dysmenorrhoea and the last episode of back pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, insomnia, lung disorder, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral swelling, rash pruritic, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: on (B)(6) 2016, ms. (B)(6) underwent a total hysterectomy and bilateral salpingectomy. Following her removal surgery, ms. Baker continued to experience sporadic bleeding and vaginal discharge. Thus, in november of 2016, ms. Baker underwent another surgical procedure, a cauterization of the granulation tissue that had formed around her vagina. December 25, 2016, barely one month after the cauterization procedure, x-rays and CT scans revealed that ms. Baker was suffering from fluid on her lungs, which physicians attributed to complications from the surgical procedure performed in november of 2016.granulation tissue had formed around the vagina causing sporadic bleeding and vaginal discharge and would need to be cauterized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: full occlusion of fallopian tubes on (B)(6) 2016, x ray and computerised tomography scan reveals she was suffering from fluid on her lungs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Event vaginal bleeding, vaginal infection, headaches, nickel allergy, dysmenorrhea (cramping), are added. Concomitant condition & drugs are added. Historical conditions added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.